Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient reported that they had their implantable neurostimulator (ins) for ¿several years now¿ and it had stopped ¿working¿ and recently stopped charging. They could not get the recharger to recognize the ins device. The patient was in severe pain and their right leg was dragging. They noted that they needed some kind of relief as soon as possible and was trying to get an appointment where the device was implanted. The indication for use for the implanted device was noted radicular pain syndrome (radiculopathies).

Manufacturer narrative:
F information is provided in the future, a supplemental report will be issued.